Event description:
It was reported that the vns patient who recently had the vns pulse generator replaced in (B)(6) 2010, developed an infection, and subsequently had the generator and a portion of the lead explanted at a later date. The explant date is currently unknown. The patient has requested to be re-implanted with a new vns device. Good faith attempts to obtain additional information from the physician's office have been made, however, no additional information has been received to date.

Manufacturer narrative:
Method: device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for the generator prior to distribution.